Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported to the clinic and their system controller was alarming. "Low battery" was displayed on the system controller. The patient was placed on wall power and the alarm stopped. Log files were submitted for review. The event log displayed multiple strings of low_power_advisory(s) while tethered on batteries due to normal battery depletion; these included power_cable_disconnect / low_power_hazard alarms. It appeared the majority of low_power_advisory / power_cable_disconnect(s) were occurring at the system controller black power lead and battery and battery clip. There were no other unusual events seen in the log files. The mechanical circulatory support (mcs) equipment was operating as expected. A new system controller and battery clips were issued to the patient. Exchanging the system controller and the battery clips resolved the problem. The patient did not experience any adverse consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnects and low power advisory/hazards was confirmed via the submitted log files. A review of the submitted controller event log file for the event date of 30jul2024 shows at 14:54:04 while connected to batteries, the low voltage advisory alarm activated due to a drop in the relative state of charge (rsoc) of the black power cable. The alarm was not associated with a power source exchange and cleared on its own shortly after. There were instances of other invalid rsoc on the black cable that alarmed for black power cable disconnections intermittently throughout the file. The low voltage alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial number (B)(6), was exchanged along with battery clips (lot number 9255276); it was reported that this resolved the low power and power cable disconnect alarms. No equipment was returned for analysis. A root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.